Manufacturer narrative:
A philips authorized field service engineer (fse) evaluated the device. The fse was unable to duplicate the issue. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. Philips was not able to confirm the reported malfunction. Because the problem could not be recreated, the cause cannot be determined. No further evaluation is required at this time. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips the device showed a message "check limb leads, rl, ra & la off". The customer stated the ECG was working, however, at some point said asystole, and clearly was not. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.